Manufacturer narrative:
Implant and explant dates: if implanted or explanted, give date: not applicable, as the lens was inserted and removed. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient's capsular bag tore during implantation of a zcb00 22.0 diopter intraocular lens (iol) into the operative eye. Therefore, the lens was removed and replaced with a sulcus lens. Also noted that the haptic was distorted. No additional information was provided.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 11/29/2017. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection using a 12x magnification showed the product was cut into two pieces at the optic area, most probably to make remove and replacement possible. No abnormalities was found in the haptics area. Considering the condition of the lens, no further investigation was possible. The customer's reported complaint could not be confirmed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.